Event description:
It was reported that the customer passed away due to low blood glucose. The customer's wife stated that the customer was wearing the insulin pump at the time of his death. The wife also reported that the customer could not breathe and was suffocated. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed outside of the specification range during the occlusion test. The cause of the alarm was undetermined. However, the device passed the displacement test, rewind, basic occlusion, prime, and the excessive no delivery alarm test.